Event description:
It was reported that an attempt to implant a cardiac resynchronization therapy defibrillator (crt-d) was made. During the procedure the physician experienced difficulty advancing the right ventricular (rv) lead into the header. Subsequently, high out of range shock lead impedance measurements greater than 200 ohms were observed. Therefore, the physician decided to complete the procedure with another device. This crt-d has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.